Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter separated inside the body. The physician was able to retrieve the entire fragment using a snare, and no fragment was retained in the patients body. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event. To conclude, the reported additional device required impact code, the assigned cause code is adverse event related to procedure since an additional intervention requiring an additional device was needed to snare out the separated part from the patients body.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter separated inside the body. The physician was able to retrieve the entire fragment using a snare, and no fragment was retained in the patients body. The procedure was completed with another of the same device. There were no patient complications.